Manufacturer narrative:
(B)(4) date sent: 11/07/2025 d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. D4: batch #472d99 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gcflgw reload (a) was received for analysis and reload body was noted to be damaged. The reload was received with the left side fully fired, the right partially fired 1/4 and with the reload deck damaged. Upon evaluation of the reload, the reload body, one-piece sled, and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 472d99, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a distal gastrectomy procedure, it was observed that the device could not be fired. Changed to another two to continue the surgery, the same problem happened again. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.